Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the doctor observed the clips from the device scissor. The clips were removed and the device was fired again with the same result. Case completed with another device of a different product code. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: at what firing di the scissoring occur? Did the scissored clips damage any tissue? If so please explain: response from the sales rep: no damage to tissue. Clips were removed. The analysis results found that the er320 device was returned with a clip in jaws and in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining 15 clips as intended. The reported event could not be confirmed as the device was found to be fully functional. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process.